Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen/ pain'), uterine leiomyoma ('tumor / teratoma / cancer,type: fibroids') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, pelvic pain and overweight. Concurrent conditions included dysuria. Concomitant products included ferrous sulfate. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In july 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In august 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In may 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In may 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced iron deficiency anaemia ("blood or heart disorder/condition type: anemia"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headache"), nervous system disorder ("neurological problem") and psychological trauma ("psych injury") and was found to have hormone level abnormal ("hormonal changes") and neoplasm ("tumors"). The patient was treated with surgery (surgery (other) type of surgery: myomectomy performed on (B)(6) 2012 for prolapsed fibroids and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, uterine leiomyoma, dyspareunia, fatigue, weight increased, hormone level abnormal, headache, nervous system disorder, neoplasm and psychological trauma outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, iron deficiency anaemia, mood swings, urinary tract infection, bacterial vaginosis, migraine, depression, anxiety, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, migraine, mood swings, neoplasm, nervous system disorder, psychological trauma, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 203 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - in june 2010: essure confirmation test (unspecified) conducted showed total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal discharge, dysmenorrhea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, uterine leiomyoma, anaemia, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added - general abnormal bleeding, hormonal changes, neurological problems, tumors and psych injury. Information updated: insertion/removal date of essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdomen/ pain') and uterine leiomyoma ('tumor / teratoma / cancer,type: fibroids') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, appendectomy, pelvic pain and obesity. Concurrent conditions included dysuria. Concomitant products included ferrous sulfate. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and migraine ("migraines / headaches"). In (B)(6) 2010, the patient experienced mood swings ("hormonal changes describe: mood swings"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). In (B)(6) 2011, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with surgery (surgery (other) type of surgery: myomectomy performed on 01/10/2012 for prolapsed fibroids and total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, uterine leiomyoma, dyspareunia, fatigue, vaginal discharge and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia, anaemia, mood swings, urinary tract infection, bacterial vaginosis, migraine, depression, anxiety and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, mood swings, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Imaging procedure - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal discharge, dysmenorrhea, menorrhagia, vaginal haemorrhage, dyspareunia, abdominal pain, uterine leiomyoma, anaemia, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added-vaginal haemorrhage, menorrhagia, anaemia, mood swings, urinary tract infection, bacterial vaginosis, migraine, depression, anxiety, dyspareunia, dysmenorrhoea, fatigue, uterine leiomyoma, vaginal discharge, weight increased, abdominal pain. Outcome of events ¿vaginal haemorrhage, menorrhagia, anaemia, mood swings, urinary tract infection, bacterial vaginosis, migraine, depression, anxiety, dysmenorrhoea¿ updated to ¿recovered / resolved¿. Lab data added. Concomitant product added. Medical history and concurrent condition added. Insertion date updated. Removal date added. Reporter information, patient details, product indication updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.